Event description:
The rep reported the device was used during a laparoscopic sholecystectomy. It was reported the 35lst, lot# l49r3m would leak if there was not an instrument in place. The case was completed by simply keeping an instrument in place. There was no consequence to the pt. 04/17/1998 the rep reported on the faxed product inquiry the sleeves in both cases were packaged with the obturator inside the sleeve and that this appears to have forced the valve open causing the leakage.